Manufacturer narrative:
The used wet returned sample was visually inspected and surgical residue was observed on the tubing manifolds suggesting the cassette was used and the reported event did not occur before surgery. Inspection of the cassette identified a cracked infusion port on the cassette body. Stress marks were observed indicating some type of induced forced likely occurred which resulted in the cracked port. The root cause of the customer's complaint could not be determined conclusively when and where the cassette body was damaged. While the report stated the event occurred before surgery, evidence of surgical residue throughout the returned sample suggested otherwise. Based on inspection of the sample and evidence of handling, it's possible this observed issue occurred post-receipt of the sample and is not related to a manufacturing related issue. No action will be taken for this occurrence, as the root cause could not be determined conclusively. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked during testing. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. A sample was expected for this investigation but has not yet been received. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).